Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "guidewire dry od too large". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: * inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. * do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Precautions: * do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the upper ureteral stenosis surgery, the surface of the guide wire, as a guide wire, became dry for a few minutes after the operation of the normal lubrication steps and replaced the guide wire with a new one.

Event description:
It was reported that in the upper ureteral stenosis surgery, the surface of the guide wire, as a guide wire, became dry for a few minutes after the operation of the normal lubrication steps and replaced the guide wire with a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.